Event description:
When placing the initial vaginal cuff suture using the endo stitch device, the needle snapped out of the jaws and lodged into the perivaginal tissues. The needle could not be retrieved and remained in the paravaginal tissues.